Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the worsening pvl could not be confirmed. However, may be due to pre-existing valvular disease progression and/or cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 year and 10 months post implant 20mm sapien 3 valve in the aortic position, the patient developed worsening shortness of breath and severe paravalvular leak (pvl) that was not present at the time of procedure. A second 20mm sapien 3 ultra valve was implanted within the first valve with an additional 2cc of inflation volume. After implantation there was still residual leak so the team elected for a post dilation. After dilation the initial pvl was trivial; however, there was a new moderate leak near the septum. The team elected to post dilate with an additional 3cc of inflation volume. The newer leak was visualized as mild. The final result was mild pvl with normal valve function.